Event description:
It was reported that approx 20 minutes into a da vinci hysterectomy procedure while dissecting the uterine ligaments and while using the tenaculum forceps instrument to manipulate the uterus, the instrument bent at the shaft and shavings from the main tube fell into the pt. The instrument fragments were retrieved and the planned surgical procedure was completed with approx a 20 minutes delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). Correction to suspect medical device, lot#: the additional architect reaction vessel lot was unknown for the previous medwatch submissions. Upon further review, it was determined the suspect architect reaction vessel lot in use at the customer facility was lot 69060p100.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer with reaction vessel lot 69060p100. The customer was advised to perform troubleshooting, and discovered the level sensor and tube connection had a crack in it. The customer replaced the trigger level sensor, however, the level sensor failed liquid detection. The customer requested a service visit. The field service engineer performed maintenance and arranged to replace the lot of reaction vessels. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he was at work when he began feeling sick, and was taken to the emergency room. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was not connected to the infusion set during the prime or rewind process. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.